Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx2 bifurcated stent graft and an afx cuff. Approximately eight years post initial procedure, routine follow up, confirmed the junction was about to separate. Reintervention was completed on (B)(6) 2025. The intraoperative angiography confirmed a type iiia endoleak. A afx vela infrarenal was implanted at the center of the junction via the left access. The procedure was completed after performing balloon touch up.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The superior stent margin of the main body sitting in area of angulation likely resulting in suboptimal apposition. This likely contributed to the type iiia endoleak. The complaint is likely anatomy related. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device remains implanted.